Event description:
It was reported that a patient experienced a sharp rise in right ventricular (rv) lead threshold over several weeks, with measurements exceeding 2.5v at 1ms and an in-clinic measurement of 1.75v at 1ms. Chronically low rv lead pacing impedance, near 200o, was noted and recently dipped below 200o, triggering a carealert and lead impedance warning. The rv lead capture management was reprogrammed to off, and the lead remained in use until it was later explanted and replaced. During the rv lead revision, the implantable cardioverter defibrillator (ICD) was to be repositioned due to discomfort and patient reported sensation of having ¿little electric shocks¿ from their device. When the replacement lead was plugged into the ICD, p-wave oversensing was noted; however, upon testing the replacement lead with the analyzer, there was no evidence of oversensing. The replacement lead was plugged back into the ICD, and the p-wave oversensing was again noted; however, removal of the right atrial (ra) lead from the ICD header resolved the issue, but now far field r-wave (ffrw) oversensing on the atrial channel was noted. Therefore, the replacement lead and the ra lead were plugged into a replacement ICD. The oversensing appeared to be resolved, and the replacement lead as well as the ra lead showed good measurements through the device. However, upon monitoring, occasional ffrw oversensing was still noted. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.